Event description:
Product analysis summary: the lead assembly was returned for analysis in 10 pieces. The lead was received with the negative electrode in pieces. Visual inspection of the lead body portion identified four abraded openings in the outer silicone tubing. Dried body fluids were intensifed inside the outer silicone tubing of the openings. Visual inspection of the coil identified two lead breaks on the ends. Scanning election microscopy was performed at the area where the lead breaks were identified. Scanning electron micrsocopy revealed that fatigue fractures occurred on the ends of the lead coils. Pitting was identified on one of the surfaces of the lead coils. The pitting indicates that stimulation was present for some period of time after the fracture occurred. Continuity check using a multimeter was performed. Continuity check did not identify any other discontinuities on the portions of the lead returned. Other conditions of the lead were consistent with conditions that exist following the xplant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. External visual inspection of the generator revealed no anomalies.

Event description:
Indicated that vns pt underwent ncp system replacement surgery due to device malfunction. Lead break was confirmed via x-ray prior to surgery and previous device diagnostic testing revealed that the pulse generator was no longer able to deliver the stimulation at the programmed level. Device diagnostic testing at the start of ncp system replacement surgery resulted in a lead test reading of dc-dc code 7 and limit, indicative of an ncp system discontinuity. It was reported that the pt "plays with device" through the skin. The pt was reportedly experiencing an increase in seizure activity but denied any recent injury or trauma that may have damaged the ncp system. Device diagnostic testing at office visit approximately 3 months prior to ncp system replacement surgery was within normal limits, indicating proper device function at that time. The lead test result in dc-dc code 6 and output status ok, indicating that the generator was working harder to deliver the programmed therapy but not suggestive of a discontinuity in the ncp system. The normal mode test resulted in dc-dc code 7 and output status limit, indicating that the pt was still receiving therapy but that the generator was no longer able to deliver stimulation at the programmed level of output current. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.